Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00215 to correct information. The lot # was corrected. The device manufacturer date was corrected.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of evaluation of omsc on february 15, 2017, olympus medical systems corp. (Omsc) confirmed that the ptfe pad was severely worn. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was severely worn since the user output the device in seal and cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states; warnings:do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic assisted supracervical hysterectomy, three subject devices were used. The probe of the first subject device was broken. The ptfe pad of the second device was burned. The surgery was completed with the third subject device. No parts were fallen into the patient. There was no patient injury reported. On february 15, 2017, olympus medical systems corp. (Omsc) confirmed the following phenomena on the first subject device and the second subject device. The first subject device: the probe was broken off. The ptfe pad was severely worn. The coating on the outer surface of the jaw was partially come off. The second subject device: the ptfe pad was severely worn. The coating on the outer surface of the jaw was partially come off. This is the report regarding the severe wear of the second subject device. The following reports are going to be separately submitted; the first subject device: the probe damage, the coating damage, and the ptfe pad damage. The second subject device: the coating damage.